Event description:
It was reported that during the support of a patient, the flow reading on the rotaflow was displaying erratic values, jumping from 0.7-0.9 l/minute. A secondary flow-probe was in place and the value displayed, remained constant throughout this period. When attempting to turn on the bubble intervention, the pump continuously detected air, even though no air was visible. The air detection was left turned off and the flow values displayed on the rotaflow were spontaneously changing approximately every five minutes. After approximately five hours, the customer decided to switch the drive unit with one from another rotaflow drive unit. There were no issues with flow/air detection since the change-out. No patient effect was reported. (B)(4). Please refer MFR report # 8010762-2013-00154.